Event description:
Asr revision; asr xl- left; reason(s) for revision: pain and high values of cobalt. Requested correct lot number for head. Plus details of taper sleeve and stem. Patient is bi-lateral, see (B)(4) for right hip. Update 25 feb 2015: rec'd details of sleeve (product code only), competitor's stem used, correct lot number for head. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr xl- left; reason(s) for revision: pain and high values of cobalt. Requested correct lot number for head. Plus details of taper sleeve and stem. Patient is bi-lateral, see (B)(4) for right hip.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This was found to be a non-depuy stem and is now being rejected.

Manufacturer narrative:
(B)(4).

Event description:
Update jul 24, 2017: claim letter, asr snapshot, and reconciliation patient name received. Product information for stem was updated. Added complainant information. This complaint was updated on: sep 6, 2017.

Manufacturer narrative:
Asr revision. Asr xl- left. Reason(s) for revision: pain and high values of cobalt requested correct lot number for head. Plus details of taper sleeve and stem patient is bi-lateral, see com (B)(4) for right hip. Update (B)(4) 2015: rec'd details of sleeve (product code only), competitor's stem used, correct lot number for head. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. Sm (B)(4) 2015. Update - alert date (B)(4) 2016 com marked as legal. (B)(4). Added kid in secondary ref field, added stem product code, (stem lot number unavailable), brand/common name. Added sleeve lot number, manufacture facilities, manufacture and expiry date, taken from attachment dated (B)(4) 2016. Ek (B)(4) 2016. Update (B)(4) 2017: claim letter, asr snapshot, and reconciliation patient name received. Product information for stem was updated. Added complainant information. This complaint was updated on: (B)(4) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.